Manufacturer narrative:
Evaluation was not possible, as the device is not being returned, therefore, a definitive cause of the failure cannot be determined. Smith & nephew will continue to monitor any future occurrences of this failure type. The investigation is ongoing. (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure using footswitch,vulcan the probe was working intermittently. It was unable to complete soft debridement due to inability to reach all tissue. There was a minimal procedural delay encountered. The procedure was completed using a shaver blade as a back-up device. This incident did not result in any patient injury or complications.